Event description:
An intra-aortic balloon pump was alarming "did not fill with helium during purge" while preparing the balloon pump for a pt. Another intra-aortic balloon pump was available, however, was not needed because prior to preparing the pt for counterpulsation, the pt expired. Follow-up indicated an intra-aortic balloon catheter had never been inserted into the pt prior to the pt's demise. The bio-med dept at the user facility evaluated the balloon pump. The in-line helium filter was replaced. The pump functioned as intended and was placed back into service. The operating manual outlines the procedure for locating the possible causes for a "did not fill with helium during purge" alarm. Co believes the appropriate maintenance of this device could have prevented this event and do not attribute it to the device.